Event description:
In (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the care has been dipping the tube daily, 2 days after peg-j placement. Skin is red, swollen, with pus coming out of the insertion site. Patient has pain. External fixation plate is set during placement on 3.5 centimeters distance, now when tightening on 6 centimeters. Patient went to the hospital for lab, culture, and CT scan. Patient hospitalized. On (B)(6) 2021 it was reported patient recovering and most probably will be discharged today. Insertion site is light pink with secretion and thickening. An unknown IV antibiotic was given and patient will switch to unknown oral antibiotic. Patient was advised to change the gauzes twice a day or more if needed and clean the insertion site with chlorhexidine.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.